Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video system center had no image and exhibited error b30 (scope communication error) with two different scopes. The issue was found during a diagnostic colonoscopy procedure which was subsequently resolved; however, resolution details were not provided. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.